Event description:
The complaint is reported as: "incident happened in the resuscitation pneumology department. Involved a patient that was turned on his back during nursing. Once he was positioned on his back, the dialysis machine alarm rang to inform of a negative pressure. After visual inspection of the dialysis catheter, the nurse noticed that the catheter had come out of 10 cm. The threads were still in place, at the level of the yellow ring, but this ring was no longer attached to the catheter, which could slide without being maintained. The blood of the dialysis set could be sampled." It was reported the catheter had to be removed and the patient was not dialyzed for 2 hours while the catheter was replaced. Patient condition reported to be fine.

Manufacturer narrative:
(B)(4), the customer returned one acute hemodialysis catheter for analysis. Sings-of-use in the form of biological material was observed. Visual analysis revealed that the catheter wing clip had become detached from the catheter juncture hub. The imprint on the juncture hub where the wing clip is fixed was present and appeared normal. No obvious visual defects or anomalies were observed with the juncture hub nor the wing clip. After inserting the wing clip back over the juncture hub, it was noted that it was secure and could not be easily separated. The catheter body also contained a kink; however, based on the customer report, it is being assumed that this occurred due to the migration. The kink in the catheter measured 5mm from the juncture hub. The inner diameter of the wing clip measured .242" which is not within the specification limits of .228"-.238" per the wing clip graphic; however, confirmation from the manufacturing facility (see additional testing below) revealed that this likely occurred as a result of the suture wing being forcefully removed from the juncture hub. Aside from this, this difference in the inner diameter does not result in an easier removal of the suture wing. This is evident as the suture wing still requires a large force to remove from the juncture hub. The wing clip was inserted back over the juncture hub. Once in place, the wing clip appeared fixed and could not be easily removed. Performed, per IFU statement "position suture wing around the catheter body adjacent to the venipuncture site". The sample was sent to the manufacturing (assembly) facility for further analysis. They indicated that the inner surface of suture wing has a whiter color than the rest of the wing, indicating that the disinfection used in the hospital did not get between the j-hub groove and the suture wing itself. This indicates that the suture wing was mounted on the j-hub correctly. They also indicated that the grooves/edges on the suture wing and the juncture hub appeared normal. Finally, they confirmed that the difference in the measured inner diameter of the suture wing most likely caused by pushing of the surfaces between the suture wing and the j-hub's groove over time. This is evident since a large amount of force is required to remove the suture wing from the juncture hub when reassembled. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position, and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed". The report of catheter migration was confirmed through complaint investigations. Visual analysis revealed that the suture wing had separated from the catheter, which would contribute to the catheter migrating. Dimensional analysis revealed that the suture wing inner diameter was slightly out of specification; however , based on the functional/visual testing performed at the manufacturing (assembly) facility, it was revealed that the suture wing was correctly assembled to the catheter. Additionally, the inner diameter likely measured out of specification due to the undue force that was applied when the suture wing separated from the catheter. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the additional testing performed by manufacturing and the comments from the customer that the catheter migrated while the customer was being repositioned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "incident happened in the resuscitation pneumology department. Involved a patient that was turned on his back during nursing. Once he was positioned on his back, the dialysis machine alarm rang to inform of a negative pressure. After visual inspection of the dialysis catheter, the nurse noticed that the catheter had come out of 10 cm. The threads were still in place, at the level of the yellow ring, but this ring was no longer attached to the catheter, which could slide without being maintained. The blood of the dialysis set could be sampled." It was reported the catheter had to be removed and the patient was not dialyzed for 2 hours while the catheter was replaced. Patient condition reported to be fine.